Manufacturer narrative:
Boston scientific received additional information that an infection of the device and leads was confirmed. The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead, sq array, and non-boston scientific implantable cardioverter defibrillator (ICD) were explanted due to pain and redness at the device pocket. An subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted as a replacement for the transvenous system. No additional adverse patient effects were reported.